Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined the drawers did not detect on the communication bus. A field service engineer walked customer through the dissipation, shutdown and restart procedure to resolve the issue. The system functioned as intended after the field customer troubleshot the device.

Event description:
It was reported by the customer that a pyxis medstation es system drawer cubies did not recover, preventing user from removing the required medication and causing delays.there were no adverse events or injuries reported based on this event.